Event description:
After approximately 26 month of implant based on the device's programmed settings, excessive battery discharge was observed. The battery curve appears to have a normal shape, but at a compressed time interval. The patient will be followed-up and monitor battery status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Event description:
New information notes the device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.